Event description:
Discrepant results rec'd when running the ck-mb assay on the analyzer. The account states controls have been drifting low. A ck-mb result of 3.3 ng/ml was initially reported from the first sample drawn on a pt. The second sample drawn gave a result of 39 ng/ml. The account than repeated the first sample which gave results of 39 ng/ml and 42 ng/ml. No medical intervention occurred as a result of the low result that was first reported. No report of injury.

Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.